Event description:
The initial reporter alleged a result discrepancy involving the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas ampliprep instrument. The discrepancy was observed between reactive plasma primary pools of 6 (pp6) and their subsequent resolution pools, which did not confirm as reactive. All serology testing for the samples was negative. On (B)(6) 2019, a pp6 sample from batch $10081800 was reactive for hepatitis b virus (hbv) with a cycle threshold (CT) value of 43.1. On (B)(6) 2019, the resolution pool (rpp1) for the same batch showed all six samples as non-reactive. On (B)(6) 2019, a pp6 sample from batch $10082426 was reactive for hepatitis c virus (hcv) with a CT value of 40.4. On (B)(6) 2019, the rpp1 for the same batch showed five valid samples as non-reactive, with one sample being invalid. On (B)(6) 2020, a pp6 sample from batch $10085596 was reactive for hcv with a CT value of 44.6. On (B)(6) 2020, the rpp1 for the same batch showed all six samples as non-reactive. All serology testing for the positive pool samples was negative.

Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed as intended. A review of the data confirmed that the reactive plasma primary pool (pp6) results were interim results, and the resolution pool (rpp1) results, which were non-reactive, were consistent with serology testing. Robust amplification curves observed in the reactive results further supported the assay's performance. The root cause was attributed to the standard workflow, where reactive pool results are considered interim and require resolution. The device remained in operation at the customer site, and no product issue was identified.